Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 130 mg/dl. Insulin did exit with a manual push. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime and reported that the insulin pump did not alarm. The customer also reported that there was an issue where the insulin pump was stuck on rewind mode. He also reported an incident where the blood glucose dropped as low as 40 mg/dl but that the sensor readings were delayed and he was not alerted until 15 minutes later. He also reported going to the emergency room due to low blood glucose and was treated with a shot and was probably wearing the insulin pump at the time of the event. The insulin pump was not replaced or returned for analysis.